Manufacturer narrative:
(B)(4). One used caresite valve, without packaging, was received for evaluation. The valve was examined under magnification, and a crack was observed on the female luer lock threads of the molded caresite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Several stress marks and crazing lines were also evident at the area of the crack. Without the involved lot number, a thorough investigation could not be performed. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports two valves within the past month leaked 5fu (B)(6) medication. The valves were being used with a cadd pump on a huber needle tubing. Less than 24 hours after the infusion started, the patients noticed leaking. The patients went to the ER to have the issue resolved, and then returned home with infusion. There were no patient injuries.